Manufacturer narrative:
We checked the returned solenoid and found nothing abnormal. We therefore determined that the solenoid had temporarily failed because the equipment was operating normally after the solenoid was replaced. If the solenoid fails, the device may be affected as shown below. If the solenoid fails, the arm cannot be released with the arm lock release button. When the arm is fixed to the arm joint, x-rays cannot be exposed. In this case, lowering the arm lock release lever of the arm joint releases the lock of the arm for positioning and x-ray exposure. After starting up the device, if the solenoid is stuck or the like and the latch is maintained in the released state, x-ray exposure will also be disabled. In this case, the radiography ready indicator lamp, which normally comes on in a few seconds after the shooting operation, does not come on, making it possible to easily notice and respond to equipment failures. We have manufactured and shipped (B)(4) units of equipment with similar mechanisms in the past, but there have been no reports of similar incidents. Based on the above, we have determined that the solenoid failure will not cause serious health hazards. And we conclude that there is no causal relationship between the events that occurred and the patient's outcome. We concluded that corrective actions and preventive measures are unnecessary.

Event description:
It was reported that the fdr go malfunctioned while performing an abdominal x-ray examination on a trauma patient, and the unit did not take the exposure. The patient died before the staff was able to take an exposure using a secondary machine. This event has also been reported by importer to the FDA as ref. No. (B)(4) (MDR report #: 1000513161-2022-00012).